Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they had trouble connecting the remote to their implantable neurostimulator (ins). They reported the manufacturer representative (rep) sent a new remote and recharger but, no matter what was tried it would not stay connected. They reported if they moved at all it would be disconnected. They reported charging took hours so they quit. They don't take medications so they need their device to work. They attempted to recharge yesterday at 4 pm and it was still not finished after 6 pm. Issue has not been resolved.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for over a year now, the device quit working. Pt stated that they were sent a new "charger and magnetic disc", but nothing worked on any consistent basis and last year, the devices quit working altogether. Pt said that they tried to charge the device yesterday and "took a picture of the information" and sent to someone who could help them. Agent offered further troubleshooting but pt refused and disconnected the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.